Event description:
Customer reports chronic cough and breathing irritation. The customer consulted with his md and was prescribed antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.